Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are most likely not related to the reported event. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, this controller falls within the bounds of this CAPA. Furthermore, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post was most likely not related to the reported event. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. Functional testing revealed that the no power alarm sounded for only 27 seconds when both power sources were disconnected from the controller during bench testing. Additionally, the controller alarmed a controller fault alarm 30 minutes after powering up the controller due to a fault with the internal battery. An internal inspection of the controller revealed that the internal nickel-metal hydride (nimh) battery was swollen and the voltage of the cells was below the expected value. After the battery was replaced, the controller performed as intended. Log file analysis revealed a controller fault alarm logged on (B)(6) 2020 at 20:17:14, indicating an internal battery fault. A vad disconnect alarm was then logged at 21:56:31, indicating a physical disconnection of the driveline from the controller, likely in response to the controller fault alarm, which corresponds with the reported "controller was taken out of service." Based on the available information, the controller fault alarm most likely corresponds with the reported unspecified controller malfunction. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty internal nimh battery. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
As a result of review of the complaint file, this report contains updates to the evaluation result and conclusion codes and the product event summary to more accurately reflect what is in the complaint file. Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A visual inspection under 10x magnification revealed hairline cracks around power port two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are most likely not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this investigation is closed, the controller falls within the bounds of this investigation. Furthermore, internal inspection revealed a crack on a standoff post within the controller housing. The observed crack on the standoff post was most likely not related to the reported event. Based on an investigation, the root cause of the crack was det ermined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to e nvironmental stress cracking. An internal investigation was opened to evaluate cracks on the internal threaded posts with controller 2.0. Functional testing revealed that the no power alarm sounded for only 27 seconds when both power sources were disconnected from the controller during bench testing. Additionally, the controller alarmed a controller fault alarm 30 minutes after powering up the controller due to a fault with the internal battery. An internal inspection of the controller revealed that the internal nickel-metal hydride (nimh) battery was swollen and the voltage of the cells was below the expected value. After the battery was replaced, the controller performed as intended. Log file analysis revealed a controller fault alarm logged on (B)(6) 2020 at 20:17:14, indicating an internal battery fault. A vad disconnect alarm was then logged at 21:56:31, indicating a physical disconnection of the driveline from the controller, likely in response to the controller fault alarm, which corresponds with the reported "controller was taken out of service." Additionally, log files revealed that the controller was in use for more than 2 years. Based on the available information, the controller fault alarm most likely corresponds with the reported unspecified controller malfunction. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a faulty internal nimh battery. An internal investigation was opened to evaluate internal battery issues with controller 2.0. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction to the serial number from (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending, and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unknown malfunction of the controller. The controller was taken out of service. No patient c omplications have been reported as a result of this event.